Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: quality assurance analysis revealed that the guide wire was returned with no blood or contrast visible. The shaping ribbon was separated, 1.9 cm distal to the center solder. The separated portion was not returned. The shaping ribbon was jagged at the separation. The entire length of the tip coils were stretched distal to the center solder. The tipball was still attached to the tip coils. There were two bends in the tip, 1 cm an 1.8 cm distal to the center solder. There was no other damage noted to the guide wire. The product was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering has reviewed the case description and the analysis of the returned product. Analysis confirmed that the shaping ribbon separated, which may have accounted for the reported breaking of the tip. The shaping ribbon was separated distal to the center solder and was jagged at the separation indicating that a force applied at this location. Sem analysis was performed and indicated that the shaping ribbon was subjected to ductile overload, which may have caused it to fail and detach. In this case, it was reported that the difficulty occurred during shaping of the guide wire. It is possible that the force from shaping the tip exceeded design limits of the shaping ribbon causing the separation to occur. The entire length of the tip coils were stretched distal to the center solder consistent with the tip being pulled, possibly as a result of the separation, or from handling of the tip. The tipball was still attached to the tip coils, which may have accounted for the reported material appearing to eject from the distal end. There were two bends in the tip distal to the center solder which is consistent with the tip being shaped and manipulated. The center and tip solders were intact indicating that the tip was attached properly at these locations per manufacturing operations. Overall, based on the case description and analysis of the returned guide wire, the separation and subsequent damage to the tip of the guide wire appear to be related to case circumstances. The lot history record was reviewed and there are no non- conforming material records associated with this lot number. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation is likely to cause or contribute to patient injury. Device issue: guide wire separation. It was reported during unpackaging of the floppy ii es guide wire, an attempt was made to shape the tip of the guide wire; however, the tip of the guide wire broke. It was noted that the tip did not brake into two pieces, but a coil like material (spring) ejected from the distal end which made the wire unusable. No additional event or patient information is available. This MDR is being upgraded based on lab analysis which revealed that the shaping ribbon was detached.